Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgery of the spine, it was observed that the foot plate on the foot control device came off. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the foot plate came off (had the base torn away from plate) from "housing") was confirmed. A visual and functional assessment was performed on the device which found that the base plate broken off housing. The assignable root cause was determined to be due to mishandling by dropping or hitting the device against something breaking the base plate of the housing, which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.